Manufacturer narrative:
(B)(4). This incident has occurred during surgery. Insufficient infusion in the line post prime but surgeon changed the set and continued with same issue. Insufficient infusion may lead to imbalance in the internal pressure of the eye since there was no error code shown to identify the issue. Hence this complaint is concluded as reportable. All available information has been disclosed. This complaint has now been closed.

Event description:
An email was received from the sales rep who sent us a defective vgpc tubing set. On 27mar2017 further information has been received. The product identified in this incident is article #8300.23g02, lot 2000381723 and had been primed and surgery was ready to start. There was no error code or alert; however it was noticed insufficient infusion flow post prime. This set was taken down and was set up again on a different machine with same issue noted. Therefore it is likely the incident was caused by this set. No patient injury and sample was saved for evaluation.